Event description:
On (B)(6) 2025, a patient was getting prepared for a biopsy procedure using the mission kit. Prior to the procedure, it was reported that the device had a plastic cap which was allegedly broke off. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was getting prepared for a biopsy procedure using the mission kit. Prior to the procedure, it was reported that the device had a plastic cap which was allegedly broke off. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows the mission kit device in which the coaxial needle hub was noted to be detached from its needle. Based on the provided photo, the reported detachment can be confirmed. Therefore, the investigation is confirmed for the reported detachment of device or device components as the provided photo shows the detachment of coaxial hub from the needle. The definitive root cause for reported detachment can be determined as manufacturing related issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.